Event description:
The article, ¿paravalvular leak after transcatheter aortic valve implantation: results from 3600 patients¿, was reviewed. This research article is a retrospective single center experience to evaluate the incidence of perivalvular leak (pvl) after a transcatheter aortic valve implantation (tavi) procedure and its impact on long-term survival by severity. Devices that were included in the study were portico, evolut r, evolut pro, evolut fx, sapien 3, sapien 3 ultra, and sapien xt. The article concluded that moderate to severe pvl was associated with reduced long-term survival after tavi. Mild pvl was not associated with reduced survival, however landmark analysis showed reduced survival beginning at two years. [(B)(6)]. The timeframe of the study was november 2012 to january 2023. A total of 3600 patients were included in the study, of which 3.9% (141) received an abbott device. In the none to trace group, the average age was 81.0 years. In the mild group, the average age was 83.0 years. In the moderate to severe group, the average age was 83.0. The majority gender was male. Comorbidities included hypertension, diabetes, chronic lung disease, peripheral vascular disease, atrial fibrillation, previous cardiac arrest, percutaneous coronary intervention, stroke, heart failure, coronary artery bypass grafting, and bicuspid aortic valve.

Manufacturer narrative:
The device will not be returned for analysis. A follow-up report will be submitted with all additional relevant information. Literature attachment: paravalvular leak after transcatheter aortic valve implantation: results from (B)(4) patients. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, chronic lung disease, peripheral vascular disease, atrial fibrillation, previous cardiac arrest, percutaneous coronary intervention, stroke, heart failure and coronary artery bypass grafting. Complications reported included stroke, heart failure, aortic stenosis, surgical intervention, perivalvular leak, device stenosis; these complications are anticipated for the procedure and subject population. The reported off-label use was due to using the valve on a bicuspid aortic valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Please note that per the instruction for use, ¿pre-implantation precautions: the safety and effectiveness of the portico¿ valve and flexnav¿ delivery system have not been evaluated in the patient populations with congenital unicuspid or bicuspid valve, or any leaflet configuration other than tricuspid.¿ literature attachment: paravalvular leak after transcatheter aortic valve implantation: results from 3600 patients b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.